Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Device received with stuck motor error alarm loop during bolus delivery. Motor passed motor test. Motor may have had intermittent failure not detected during our testing. Unable to complete testing due to motor error alarm. Device received with scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 367 mg/dl. Troubleshooting was performed. Customer mentioned having high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.